Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white dried powder around the blue wing tip of a large volume infusor. The device had been filled with chemotherapy. This was noted prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 12/21/2015-12/22/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unit was returned to the plant containing fluorouracil solution in the bladder. Visual inspection on the unit via the naked eye noted specks of white powdery crystallized drug located around the distal end of the blue winged luer cap. Fluorouracil has a tendency to transform into white powdery crystallization when exposed to open air for an extended period of time. This is normal and is expected. Therefore, the specks of white powdery crystallized drug observed around the blue winged luer cap were not particulate matter. No evidence of actual particulate matter was found. Should additional relevant information become available, a supplemental report will be submitted.